Manufacturer narrative:
Examination of the returned stem implant by a depuy warsaw product development engineer could not confirm the complaint. The trial stem was not returned for evaluation. The depuy warsaw metrology department dimensionally examined the stem and found no conditions that would contribute to this event. A two-year search of the complaint database found no prior reports for the trial stem product code. The lot number was not provided to review the inspection records. A search of the complaint database found no prior reports for the implant stem part and lot number combination. A two-year search of the complaint database by the implant product code found no prior reports for this type of event. Review of the as400 system show that five other devices from the reported implant lot have been delivered or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During primary the stem was loose after broaching and trialing. This extended the surgical procedure.